Event description:
It was reported that the patient presented in clinic for a device check. Upon inspection of the device the left ventricular lead was dislodged. A lead revision was performed on (B)(6) 2017, the lead was re-implanted successfully. The patient was stable before, during and after the revision.